Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 generated a lot of smoke and sparks came out of the side of the shaft. The harvester had concerns about the tip insulation about 1" back on the shaft from the jaws. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws, surrounding insulation, a shaft tip, had no nonconformities and some signs of usage. There was some evidence of blood. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device did not perform according to specifications during the device activation, no heat, smoke, or cut mark was generated. The distal jaw tips assembly was opened up and it was found that the heater unit welder wire had signs of heat damage. Based upon this observation, the reported complaint for "excessive smoke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).